Manufacturer narrative:
A review of the device history records and sterilization records were reviewed and no problems were noted that would impact this event. A review of complaints was conducted and there have been no similar reports due to a device failure.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggests that a reportable event may have occurred during use of atrium medical mesh product. Plaintiff alleged that she had mesh implanted for mixed incontinence and cystocele. Following implant, plaintiff alleged injuries, not listed. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/pt and/or work product privilege. However, atrium will supplement this report appropriate if additional info comes to its attention.